Manufacturer narrative:
User reported discrepancies between bg and sg readings. Due to the limited data available in the data management system (dms), comprehensive assessment of the system performance could not be conducted. The system was used for only 4 days within the past month, with calibrations entered immediately following a period of data inactivity. The user was advised to maintain consistent system usage and to report any additional concerns. The user acknowledged the guidance. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.